Manufacturer narrative:
Manufacturer narrative: the reported lot number was valid. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious event of bacterial infection was considered expected and possibly related to the treatment. The non-serious events of implant site nodule, swelling and bruising were considered expected and possibly related to the treatment. The serious, unexpected event of autoimmune disorder was considered unrelated to the treatment. Serious criteria of hospitalization was reported by the patient for the bacterial infection and the autoimmune disorder; however, the treating physician found no evidence of bacterial infection and there was no report of cultures or antibiotic treatments provided for this event. The more likely cause for hospitalization was the autoimmune disorder associated with the medical history of scleroderma. The unexpected events of impetigo and drug hypersensitivity were considered non-serious and unrelated to the treatment as these events were attributed to the hyaluronidase treatments due to the proximity and temporal relationship with the drug injections. Potential contributory factors to the possibly related implant site events include previous and concomitant aesthetic treatments, injection technique and underlying skin quality and inflammation associated with the scleroderma. The previous history of unspecified reactions to antibiotics might suggest an increased predisposition to hypersensitivity reactions. The case did not meet the criteria for expedited reporting to the regulatory authorities. Follow-up information will be requested. Exemption:galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 26-apr-2019 by a healthcare professional which refers to a female aged (B)(6). The patient's medical history included autoimmune disease (unspecified), reaction to antibiotics, gi problems, heat/cold intolerance, fatigue and scleroderma. The patient had previously received treatment with radiesse 2 years ago and an unknown filler to her upper cheek area on an unknown date. Concomitant treatments included dysport [dysport] injected 30 units to glabellar area and 15 units to forehead on (B)(6) 2019. On (B)(6) 2019, the patient received treatment with 3 ml of restylane (lot 16376) to bilateral cheek areas, nlf and jawline (unknown injection technique and needle type) for an unknown indication. 3 days later, on (B)(6) 2019, the patient presented to the office and complained of nodules (implant site nodule) and wanted them dissolved. The patient also had bruising (implant site bruising) and swelling (implant site swelling). The health professional refused to dissolve the filler and told her that these events would last about 2 weeks. He did not see or palpate any nodules at that time. The patient also felt as though she had obtained a bacterial infection/biofilm (bacterial infection) from the filler in the cheek area because she had an autoimmune disorder. This was the opinion of the patient. As far as the health professional knew, the patient never had the area cultured and he did not do so. The patient also wanted to know if the restylane injection had somehow reactivated her radiesse injections from 2 years ago, which the health professional felt not. On (B)(6) 2019, the patient again complained of nodules and felt like she had biofilm. The hcp could not palpate or see any nodules. The patient wanted to excise the filler however the health professional felt there was no filler left in her face. No treatment was rendered. During this visit, the patient reported that she had received 5 hyaluronidase [hyaluronidase] injections to her nlf area on unknown date and got impetigo (impetigo). The patient also reported that she had been hospitalized for a few weeks because of her bacterial infection, autoimmune disease (autoimmune disorder), and felt an allergic reaction to the hyaluronidase (drug hypersensitivity). No specific dates of hospitalization was reported. Outcome at the time of the report: bacterial infection/biofilm was not recovered/not resolved. Nodules was not recovered/not resolved. Bruising was not recovered/not resolved. Swelling was not recovered/not resolved. Hospitalized for autoimmune disease was not recovered/not resolved. Impetigo was not recovered/not resolved. Allergic reaction to the hyaluronidase was unknown.